Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: as no product or images returned, the investigation is based solely on description of the event. Under normal circumstances the sheath is strong enough to accomplish the procedure. However, the sheath can kink in patients with very tortuous anatomy, and if a filter is then advanced with excessive force through a kinked sheath the filter can damage the sheath. This explanation is supported by the event description. The IFU warns about using excessive force to place the filter: excessive force should not be used to place the filter. There was found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the physician had difficulty in progressing the filter through the sheath, after removal it was noted fracture of the sheath. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence